Manufacturer narrative:
A ge service representative performed an investigation. The smart switch pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the unit was dead; the console went blank and would not come back on. There is no report of death or serious injury associated with this complaint.